Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded morphine (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain. The patient experienced overdose-type symptoms. On the evening of (B)(6) 2015 the patient was found not very responsive with overdose-type symptoms. The onset was sudden. On (B)(6) 2015 the patient was currently admitted to the intensive care unit (ICU). The patient had the pump implanted approximately 3 weeks prior and refilled approximately 1 week prior. The hcp was not sure whether the symptoms were related to the pump as the patient took oral opioids, benzodiazepines, and cannabis. As of (B)(6) 2015 the patient was stable but the hcp was requesting for a company representative to turn the pump down. Additional information was requested regarding patient and device information, diagnostics performed, actions/interventions taken, and the cause of the overdose symptoms. A supplemental report will be submitted if additional information is received.